Event description:
A PICC line was inserted in 2005 for long-term administration of intravenous fluids. The procedure, its benefits and risks were explained to the pt's family member(s) and consent obtained. The insertion site was prepared and draped in the usual fashion. A 1.9 french 26 gauge (length of catheter is 30cm, cut to 8 cm) was inserted into the right axillary vein via an introducer under strict sterile conditions, advanced to the depth of 8 cm and secured in place. An x-ray was performed and the catheter was noted to be in the right atrium. (The catheter was pulled 2.5 cm). There was minimal blood loss, no complications occurred, and the pt tolerated the procedure well. Two days later, the patient developed respiratory distress. Cxr: layered effusion. Code blue x3. Expired. Autopsy = bilateral pleural infiltration due to erosion of PICC line tip through superior vena cava.